Manufacturer narrative:
The customer did not authorize or respond to any device repair request. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Iui- corrosion case front- crack case rear- crack there was no patient involvement. (B)(6)2018 07:40:06 (B)(6)prw - po = $0. (B)(6). Shipping & billing addresses confirmed. Npi. (B)(6)/2018 12:27:31 (B)(6)billable repairs needed per (B)(6), service tech. Repair declined by (B)(6). A copy of the estimate / customer response has been attached to this notification for reference. Please return the unit back un-repaired per the customer's request. (B)(6) 2018 07:09:35 (B)(6)